Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a low out-of-range shock impedance measurement of 6 ohms. Noise was visible on the rate/sense and shock electrograms (egms) with isometrics, however deflections were still visible while the patient was sitting still as well. Additional lead testing revealed the following shock impedance measurements: single coil = 56 ohms and triad = 42 ohms. Review of device data revealed numerous non-sustained ventricular tachycardia (nsvt) episodes containing non-physiologic noise, which suggested that rv lead integrity was compromised. Technical services (ts) discussed troubleshooting options and chest x-rays were recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).